Event description:
As per work order: received 4/22: black residue in tubing air side-blackened. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The manufacturer previously reported: as per work order: received 4/22: black residue in tubing air side-blackened. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur. Upon review this report was sent in error. The information of black residue is consistent with environmental issues. This is not a reportable event. Cleaning or replacing the tubing and inlet filter is part of routine maintenance. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.

Manufacturer narrative:
The manufacturer previously reported information in reference to black residue in tubing air side-blackened. The following sections were corrected: complete? The initial complaint should have been filed as a final report. Complete? Field has been updated to 'yes' to reflect this.